Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that after going transeptal and some ablations the patient went hypotensive. Through ultrasound, a posterior pericardial effusion was noted. A pericardiocentesis was performed and 330cc was initially withdrawn and an additional 450cc was cycled through the patient. The drain was removed, and further intervention is not planned at this time. Additional information received indicated the adverse event was discovered during use of biosense webster products, during the ablation phase. The physician¿s opinion on the cause of the adverse event was procedure related. Intervention provided was an echo and pericardiocentesis. The patient¿s outcome from the adverse event was reported as fully recovered. The patient required extended hospitalization because of the adverse event for 2 days. Force visualization features used were graph, dashboard, vector, & visitag. The visitag module was used, parameters for stability used were 2.5mm, 3 seconds. Additional filter used with the visitag was force over time (fot) 25% minimum force 3g; respiration adjustment. Surpoint tag index was used. Transseptal puncture performed with a saint jude medical; brk-1 xs. Prior to noting the cardiac ablation had already been performed. There was no evidence of steam pop. Irrigated catheter was used in the event, the flow setting was default low (2ml/min) and high (8ml/min) settings for stsf.

Manufacturer narrative:
Device investigation details: information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #: (B)(4).